Event description:
A company representative reported that patient called her and stated she was heading into emergency room (ER) due to burning in pocket area. Stim was reported to be off. The rep was notified on the day of this call by the patient but rep did not know when the patient started to feel the sensation. A day later, rep further reported that the emergency room doctor confirmed implanted was turned off. When the temperature of skin of implant was taken, it was the same of body temperature. There was no evidence of infection. The patient was scheduled for implant removal with health care provider on (B)(6) 2016. No rep would be present at the removal. The indications for use for this patient were gastrointestinal/pelvic floor and bowel dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.